Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked, twisted and out of plane. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath and mapping catheter subsequently tested out of specification per the manufacturer's investigation.